Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was blocked during use. No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Event description:
It was reported the catheter was blocked during use. No patient harm reported. The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, 3-lumen cvc for analysis. The product lidstock was also returned. Signs of use in the form of biological material was observed inside the extension lines. After failing functional testing (see below), a blockage was encountered when flushing the medial extension line. A long pin gage was passed through the medial extension line. Large amounts of congealed biological material were observed exiting out of the medial skive hole. Once cleared, the medial extension line flushed as intended. The catheter body length from the juncture hub to the distal tip measured 317mm which is within the specification limits of 307mm-327mm per the catheter product drawing. The catheter body outer diameter measured 2.413mm which is within the specification limits of 2.390mm-2.490mm per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to each of the extension lines and flushed. When injecting the medial extension line, a blockage was encountered. No blockages were encountered when injecting the proximal or distal extension lines. A long pin gage was passed through the medial extension line. Large amounts of congealed biological material were observed exiting out of the medial skive hole. Once cleared, the extension line was flushed a second time. No blockages or occlusions were encountered. Therefore, it can be concluded that the build-up of biological material within the catheter extrusion caused or contributed to this event. Performed per IFU statement "flush lumen(s) to completely clear blood from catheter". A device history record review was performed based on the lot number from the lidstock returned by the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." The report of a blocked catheter was confirmed through complaint investigation of the returned sample. Visual and functional testing of the returned cvc revealed that there was a build-up of congealed biological material within the medial extension line. Once the blood was cleared from the lumen, the catheter functioned as intended. Aside from this, the catheter met all relevant dimensional requirements, and a device history record review was performed based on the lot number as received with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.